Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous left anterior descending (lad) artery. After a drug-eluting stent was deployed in the lesion, the physician wanted to get side branch access and to dilate diagonal at the bifurcation. A 2.00mm x 12mm emerge" balloon catheter was advanced through the stent struts into the diagonal; however, before inflation when the device was pulled back to get optimal positioning, it was noted that the balloon catheter broke off at the mid-shaft. The physician attempted to rewire and snare the balloon and the shaft out; however, the tip of a non-bsc wire broke off. After failed attempts to remove the balloon and shaft, the procedure was stopped. The patient was brought back to the cath lab for another attempt to remove the balloon, shaft, and guide wire tip, but was unsuccessful. The patient was unstable on balloon-pump in intensive care unit (ICU) and was again sent back to the cath lab for removal of the detached pieces and the procedure was successful.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a emerge balloon catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen and wire lumen.the outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 24cm from the tip. The proximal fracture face of the separated hypotube was stretched. There were numerous hypotube kinks. There was tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that shaft break occurred.vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous left anterior descending (lad) artery. After a drug-eluting stent was deployed in the lesion, the physician wanted to get side branch access and to dilate diagonal at the bifurcation. A 2.00mm x 12mm emerge¿ balloon catheter was advanced through the stent struts into the diagonal; however, before inflation when the device was pulled back to get optimal positioning, it was noted that the balloon catheter broke off at the mid-shaft. The physician attempted to rewire and snare the balloon and the shaft out; however, the tip of a non-bsc wire broke off. After failed attempts to remove the balloon and shaft, the procedure was stopped. The patient was brought back to the cath lab for another attempt to remove the balloon, shaft, and guide wire tip, but was unsuccessful. The patient was unstable on balloon-pump in intensive care unit (ICU) and was again sent back to the cath lab for removal of the detached pieces and the procedure was successful.